Event description:
It was reported that the patient was experiencing inadequate stimulation and the patient's implantable pulse generator (ipg) was not holding a charge. The patient's implantable pulse generator (ipg) was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event.